Manufacturer narrative:
Device lot number and expiration date unavailable. Device manufacture date unavailable.

Event description:
A procedure to remove three leads began, with 12f and 14f glidelight devices in use. Approximately 20-30 minutes after all three leads were successfully removed, patient became tachycardic and blood pressure dropped. Rescue interventions commenced immediately. A coronary sinus tear was discovered; surgeon and team attempted repair of injury and reportedly worked on patient until 1:30am (B)(6) 2017, but were unsuccessful. The patient did not survive the procedure.